Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 1 low flow alarm was logged on (B)(6) 2017 at 12:08:39. A rise in power consumption has been logged starting (B)(6) 2017 to parameters above the normal operating range which correlates with the reported "suspected thrombus" event. There is no evidence to suggest that a pump malfunction caused or contributed to the reported event. The most likely root cause of the increase in power observed during log file analysis may be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patent who had a recent rvad implant on (B)(6) 2017, began showing signs of right heart failure and had alarms that were suspicious for thrombus.  The patient was taken for a pump exchange on (B)(6) 2017.  After the exchange, the issue resolved.  However, shortly thereafter, the new pump started to show signs of thrombus and there is probability that it will also have to be exchanged.